Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30051438m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient with a history of heart disease (unspecified) underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, an error (unspecified) displayed on the carto 3 system. Physician was unable to initiate mapping. The system did not give ¿a signal in the ablation¿ (unspecified). Connection was changed and the issue persisted. Reference pole was turned off, starting the carto from 0 (unspecified), and the issue persisted. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the error resolved and the procedure continued. Procedure was prolonged by 60 minutes. There were no patient consequences. Being unable to map and the signal issues were assessed as not reportable. Since the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. Since the delay was greater than 30 minutes and the patient has a high-risk health status (heart disease), this issue was assessed as reportable.

Manufacturer narrative:
Investigation summary: it was reported that a 42-year-old male patient with a history of heart disease (unspecified) underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, an error (unspecified) displayed on the carto 3 system. Physician was unable to initiate mapping. The system did not give ¿a signal in the ablation¿ (unspecified). Connection was changed and the issue persisted. Reference pole was turned off, starting the carto from 0 (unspecified), and the issue persisted. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the error resolved and the procedure continued. Procedure was prolonged by 60 minutes. There were no patient consequences. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).